Event description:
Reportedly, customer experienced incidents of leakage when using the horizon pump/set to deliver solution. No report of pt injury and no add'l info available. Laboratory eval found the leakage to be due to a split side seam in the cassette.